Event description:
As reported to coloplast, though not verified: the patient had a restorelle y implanted in (B)(6) 2021. Reportedly the patient experienced vaginal bleeding, passing of large clots and was admitted to hospital. CT abdomen/pelvis ¿ was performed and identified a small amount of complex fluid in vaginal vault likely representing blood products, otherwise normal. On exam eroded area at vaginal apex in which mesh is exposed, area bleeds easily when touched. Outpatient excision of extruded mesh proposed. No confirmation of excision being performed at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified: the patient also experienced pelvic pain, protrusion, erosion, extrusion, urinary issues, recurrence, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and revision/removal of mesh on (B)(6) 2024 and (B)(6) 2026.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.